Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. However, pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm. Customer's blood glucose level was 6.4 mmol/l. Customer stated they did not press a button down for 3 minutes or longer, insulin pump was not exposed to a change in altitude. Customer reported that the insulin pump error alarm occurred. Customer stated alarm occurred during basal delivery. Customer reported that the self test was passed. Customer reported that they were able to clear the alarm, able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.